Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. Through continued guided troubleshooting between the customer and beckman coulter (bec) customer technical support, it was determined that system check failures pointed to substrate ratio failures. The customer was instructed to check substrate tubing and fittings. Customer reported wetness around the fitting; however no leak was observed or reported. Customer was instructed and proceeded to tighten the fitting of the substrate tube, followed by performing a successful system check test, and passing access accutni calibration and qc performance. In conclusion, there was sufficient evidence supplied to reasonably conclude that a malfunction occurred due to the loose fitting occurrence on the bulkhead fitting of the substrate tube.

Event description:
On (B)(6) 2016, the customer reported obtaining a non-reproducible, ind-flagged troponin I (access accutni+3) results, for one (1) patient on the laboratory's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number/sn (B)(4)). Ind-flagged results are fatal flags in which no numerical value is generated. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. The customer reanalyzed the patient's sample on the same unicel dxc 600i synchron access clinical system one additional time and obtained negative results of 0.00 ng/ml, within the normal reference range of the assay. The initial no value result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer iterated similar intermittent ind-flagged troponin I (access accutni+3) recoveries on the same analyzer sn (B)(4) since the week prior of (B)(6) 2016 wherein repeat analysis recovered in negative numerical values. The customer did not provide detailed information pertaining to these events. The initial no value results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with these events. The customer did not provide sample(s) collection and processing information such as tube type, centrifugation time and centrifugation speed. No issues with sample(s) integrity was reported by the customer. During guided troubleshooting with beckman coulter (bec) customer technical support (cts), the customer reported failing quality control (qc) and access accutni+3 calibrations post event on (B)(6) 2016. Cts notes the occurrence of several system flags denoting samples counts outside limits errors. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the analyzer.